Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a venaseal closure system to conduct a procedure without issue. The IFU was followed during preparation, procedure and post procedure. The patient is reported to have subsequently developed a hypersensitivity on her legs which resolved with a medrol dose pack. The patient is reported to have developed a further upper body rash.

Manufacturer narrative:
It was reported that the physician used a venaseal closure system to treat 50 cm of the great saphenous vein. The physician prescribed antibiotics which may have caused the upper extremity rash. The physician prescribed medrol dose pack for hypersensitivity on the leg and all symptoms resolved. All symptoms have since resolved. If information is provided in the future, a supplemental report will be issued.